Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit. After replacing the datasettes the unit began to work, although the unit would not pass the k6, k7, k8 leak test. The fse then replaced the drive manifold and finished the pm. The fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing and the fse returned the unit to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during normal maintenance inspections performed by fse , the cs300 intra-aortic balloon pump (iabp) unit freezes during calibration. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid.